Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a leak at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the distal end had a leak, the distal end had a dent causing water tightness to be lost, there was a gap between the acoustic lens and the ultrasonic probe, due to wear of the forceps elevator level the up down knob is not locked securely, the air water cylinder, scope cylinder, scope cover and grip all have discoloration. The scope body has a scratch, the sheet holder unit has corrosion due to water leakage, the acoustic lens was peeling causing water tightness loss, the objective lens is damaged causing a foggy image, the objective lens has a scratch, the adhesive around the objective lens has a chip, the adhesive on the distal end rubber has a crack, due to wear of the angle wire the play of the up down right left knob is out of standards, the universal cord is buckling and the protector on the universal cord on the scope connector side has a cut. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found that there was a gap between the acoustic lens and ultrasound probe. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause was unable to be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.